Event description:
The customer reported that an unreported study performed that day could not be opened from the archive. Mckesson retrieved the study for the customer within 2 hours and no data were lost. No pt harm was reported.

Manufacturer narrative:
Mckesson has identified that on rare occasions, when two or more processes attempt to modify the same image folder within fractions of a second, the write lock mechanism may fail to prevent concurrent modification of the same data. This may result in loss of data within the image folder. As both simultaneous write access and lock mechanism failures are rare, the likelihood of experiencing this problem is very low. Mckesson will provide a software solution to eliminate the software defect and prevent future recurrence of this problem.